Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 10/98, the pt underwent a primary right l5-s1 spinal root decompression. In 11/98, the pt presented with "weakness right 'ehl' muscle" which was mild in intensity. The weakness persisted with therapy. The pt returned 2 months post-op stating increased weakness and numbness which had caused the pt to fall. There was no change in physical exam. MRI revealed no abnormalities. The outcome of this event is unknown as the pt was lost to follow-up. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.